Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Action taken with dianeal therapies was not reported. On (B)(6) 2012, the nurse contacted baxter technical services (bts) regarding patient reaction and wanted to review the patient prior calls. The patient got air in her. On an unreported date, the patient experienced peritonitis. The patient was being treated with unspecified medication. Cause of peritonitis was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12b27047 and h12c17087. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.